Event description:
Lead implanted on 2/24/97. Last pacemaker check was on 5/20/98. Resistance fine at 865-895 ohms. Capture always fine, no problems. Began passing out, pacer inhibition, inappropriate oversensing in both bipolar and unipolar. Reprogrammed pacemaker to "voo" to pace for lead replacement (capped) 6/23/98.